Event description:
It was reported that the tpn filter became detached from the IV line. Tpn was found leaking into bed and IV line bled back.

Manufacturer narrative:
Other, other text: one unused unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.